Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient called to report elevated pump power and pump parameters all day. The patient presented to the emergency department on (B)(6) 2018 for lab draw and admission to coronary care unit (ccu) for heparin infusion. It was reported that pump powers were elevated beginning on (B)(6) 2018, with continued elevation throughout (B)(6) 2018. The biomedical engineer reviewed the pump history and observed an ingestion event on (B)(6) 2018. Post overnight heparin infusion, pump power appeared to be slightly down trending, but were reportedly 20% higher than baseline. Lactate dehydrogenase (ldh) draws were 228 u/l and 219 u/l. An echocardiogram (echo), ramp echo and cta were performed. All findings were within normal limits for this patient. There was reportedly no evidence of pump thrombus or malfunctioning vad in all testing. The patient was also given IV diuresis. No pump parameters were changed. A representative of the manufacturer¿s technical services reviewed the submitted log files and observed elevated power associated with a decrease in average pi. It also appeared that something could have passed through the pump. The patient was admitted from (B)(6) 2018. It was reported on 30mar2018 that the patient had been seen in clinic since discharge and was stable. Testing showed the patient was a non-responder to plavix, so the patient was switched to ticagrelor 90 mg twice per day.